Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 20mg/dl and a loss of consciousness. Reportedly, customer inadvertently delivered a bolus for 200 grams of carbohydrates instead of the intended 20 grams of carbohydrates. Reportedly, customer updated pump's max bolus settings in response to the reported event. The customer declined further troubleshooting with tandem technical support, and declined to provide additional information.